Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis due to repeated no delivery alarms. The customer stated that the insulin pump has been giving her no delivery alarms ever since she first got it, and her medical doctor wants it replaced. Nothing further was reported.